Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely reviewed the error log and found no issues. Ccc instructed the customer to set up the service method testing (smt) on the system, which failed for overmix on sample probe 1 (s1) and reagent probe 1 (r1). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the mixers and r1 bent probe. The cse ran precision, resulting satisfactory. The cse ran quality controls, and overmix tests, resulting within specifications. The cause for the falsely low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was auto repeated, resulting higher . The sample was repeated twice on an alternate instrument, resulting the same as the original instrument repeat, confirming the result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.